Event description:
Event description cpi recieved information that this implantable pulse generator (ipg) was removed from service due an elective decision by the physician, because the patients unipolar endocardial lead (4110) was removed from service due to failure to capture.